Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 120 units. Reportedly, the insulin gauge decreased to a fill estimate of 5 units within a day. Troubleshooting with tandem technical support showed that the air was not removed from the cartridge prior to filling it with insulin. A new cartridge was loaded successfully and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.